Manufacturer narrative:
Conclusion: the reported complaint is inconclusive. The reported complaint states a pt condition and not a product failure. Based on the reported complaint, the ire single probe device functioned properly. The exact cause of the complaint is unk. However, a pneumothorax is a relatively common experience during surgical procedures, particularly during ire ablations in the lung or in the liver near the diaphragm. This type of complaint will continue to be monitored for trend. No further action at this time. Frequency has increased, but the severity of this event is not greater than usual.

Event description:
Moderate sized pneumothorax occurred.